Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not set alarm did not work. The bed was located in room 534 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm on the pcb needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance eon this bed from 2011 to 2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the pcb to resolve the issue. Based on this info, no further action is required.